Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The surgeon said that they used the product too aggressively, therefore is a possible root cause of the reported issue. However, with the information provided, and without the complaint device to evaluate, we cannot determine a definite root cause. Multiple follow ups were done to obtain more information but no response was received. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that the 60 deg suture grasper was trailed and when pushing it through the labrum the top portion bent. Surgeon said he used it too aggressively. Another device was opened and the tip kept changing shape, so it was not getting closed properly. The surgeon chose to squeeze the tip, to enable it to work. The sales rep advised to open another device as to not risk the tip falling off in the patient and the same thing happened to the tip, but the surgeon was able to complete the procedure. There was a delay of 3 minutes reported. Two new devices was opened to complete the surgery. No fragments were generated. There were no patient consequences. There were no medical intervention required.